Manufacturer narrative:
This is the final report.

Event description:
A report was received that a patient's ipg had shifted in the pocket, due to the patient falling. The patient reported that the ipg was not "working". The patient underwent a revision procedure to adjust the ipg in the pocket, and is reportedly doing well.